Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not turn on. A field service engineer (fse) observed a black screen condition and verified that the power outlet and power module were functioning properly. The fse disconnected auxiliary components, but the main unit still did not power on, and further inspection of each drawer identified that the main enhanced full-height drawer five was causing the issue. The fse replaced the pyxis module controller board and the drawer control board, then tested the system using the hardware test application and performed storage space configuration, after which drawer five was successfully assigned and normal operation was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system station would not turn on. The customer reported that the station had completely shut off when the nurse attempted to use it. The station was rebooted by unplugging and reconnecting the power cable and turning it off and back on; however, the issue persisted. However, there were no delay and adverse events or injuries reported based on this event.